Event description:
It was reported the physician was unable to obtain a wireless signal with the implanted defibrillator. Interrogation was successful using the rf head. The results were the same using another programmer. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.